Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that episode review was requested due to suspected dislodgement of this atrial lead. A boston scientific technical services consultant noted the strip in question showed three different paced morphologies. Every other beat appeared to be ap vp, and the other beats were likely as vp. The consultant discussed potential reasons for the data and suggested x-ray be performed. According to the physician, the atrial lead was intact as per device parameters and strip analysis confirmed normal device function. The patient was going to be followed within the next few days. No adverse patient effects were reported.